Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet at work, causing physical damage in which the cartridge connector broke off, the cartridge became stuck, and the display screen was nonfunctional, rendering the device unusable. Symptoms included no injury to the user. Outcomes included interruption of insulin pump therapy with the user reverting to backup therapy. Investigation included complaint intake review and assessment of user-provided photos. Investigation of this case revealed device damage consistent with impact trauma and a broken connector with a damaged screen. It was concluded that the event resulted from accidental physical damage, not a device malfunction.